Event description:
Contact reported that a screw had backed our from the cervical plate.surgeon plans to revision the patient at a later date. As surgical intervention may occur an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.